Event description:
It was reported that during a lap hysterectomy procedure that the trocar did not activate the security lock over the blade when introduced in the pt. Another like device was used. There was no pt consequence.

Manufacturer narrative:
D4, 10; h4, 6: info anticipated, but unavailable at this time.